Manufacturer narrative:
(B)(4) date sent: (B)(6) 2015 information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the first firing of a sleeve gastrectomy with black reloads and seam guard on the device, the surgeon clamped down, held for compression, and attempted to fire. The device reportedly sounded funny and the distal anvil visibly deflected upward. The staple line was incomplete. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5439a. The analysis found that one plee60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A gst60t cartridge reload was received loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete firing cycle. No further functional test could be performed due to the condition of the anvil.